Event description:
It was reported the programmer occasionally had to be rebooted prior to a full boot/interrogation on the initial screen, and flashed an error message, which required turning the programmer off/on. The programmer would boot up properly once it was turned off/on. It was further noted that the printer was failing. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, but the main processing unit was replaced as a preventative. Product ID 2067 radiofrequency head; product ID 229047 analyzer (B)(4).